Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2007. Dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent right atrial (ra) lead undersensing on stored electrograms (egm) and possible high left ventricular (lv) lead threshold. Follow up concluded that no intervention was done and the leads remain in use. No patient complications have been reported as a result of this event.